Event description:
It was reported patient received inappropriate therapies. Noise was observed on all channels. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of noise, sensing anomaly, and inappropriate therapy were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field events could not be determined.